Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. (B)(4). Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for leakage and damaged tubing with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced failure of product to contain blood or medication(i.e. Crack, hole in tube,cut, etc). The following information was provided by the initial reporter: the customer noticed here was leakage through a small hole in the tube. The phlebotomist heard a hissing sound and noticed that as the blood passed through the tubing and into the patients arm, there was a small hole in the tube causing the blood to leak out onto the surface of the draw area. The phlebotomist appropriately advanced the safety lock and discarded the device.